Event description:
It was reported that an angio-seal was deployed post percutaneous coronary intervention (pci). The pt was discharged home the next day without discomfort. The pt returned that same afternoon with severe pain and a cool right leg. The pt was taken to the cath lab and had a thrombectomy, atherectomy, and balloon angioplasty of the common femoral artery. The procedure was a successful revascularization of the occluded femoral artery.

Manufacturer narrative:
No prod was returned. A review of the device history record was not possible since the lot # was unavailable. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days state: some bruising or discomfort is common during the healing process after intravascular procedures; however if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.